Event description:
A potential product issue has been identified internally during testing with our oncor linear accelerator. In the abundance of caution, this issue is being reported. The tester manually added beam values to the treatment table and at the mosaiq (rtt: isocentric table). In this scenario the rtt sees the plan as an absolute plan. (If all values are 0, rtt would see the plan as relative). Observed behavior: during the test the tester loaded 2 beams in an autosequence and then positioned a phantom for treatment. The tester then changed the lateral, vertical long couch parameters from 0 to lat: -14, vert: -13 and long: 90 and then pressed accept at the hand control. The rtt displayed a table override message and asked if the changes applies to all subsequent beams. The tester then started a simulated treatment. Error: the table override for the absolute plan was not applied to all subsequent beams. Consequently, the table moved to the originally planned beam parameters for beam 2. Expected behaviour: if rtt is asking to apply the changes to all subsequent beams, it is expected that the rtt will see these changes as well.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Reason: there has been no mistreatment of injury reported. The table tried to move to the position provided in the plan received from the ois until the user stopped the motion. In the worst case an unexpected table movement may potentially result in a serious injury of the patient. Probability: d (occasional). Reason: the combination of absolute table setup and clipping (automatic overriding of jaw position for imaging) may happen during the clinical workflow. No other products are affected. A final corrective action decision and subsequent action is pending further investigation.